Manufacturer narrative:
The facility did not retain the arthrocare wand used in this procedure and could not provide a wand lot number. Therefore, arthrocare could not conduct any investigation on the wand. It was determined by the healthcare facility that user error was likely, but not proven. The healthcare facility also confirmed that although the suction was likely used in the procedure, the wand used in the procedure was not attached to the hospital vacuum equipment and set to 200 to 400 mmhg and actively used during the procedure. The IFU provides the following warning: "caution: failure to provide the proper suction may result in physician or pt thermal injury." A separate MDR was filed on february 12, 2010, for the quantum controller used in the procedure, on MDR 2951580-2010-00010.

Event description:
On (B) (6) 2009, the pt underwent right shoulder arthroscopy and subacromial decompression. The pt suffered a first to second degree burn three inches by one-half inch in size and on the front of his chest. It is unk how the burn was treated.